Event description:
The complainant reported that a cp pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. During support, 'placement signal unreliable' alarms were triggered. The alarm was silenced, and support continued without interruption. No known patient harm or injury was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was not returned for investigation. Data log was only provided till the first 3 days. As per the clinical, the alarm was reported on 6th day of pump use. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided.